Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer¿s right atrial (ra) and right ventricular (rv) lead experienced near syncopal symptoms while lying in bed. Interrogation of the device with a programmer noted the lead safety switch (lss) feature had been activated on the rv lead and corresponded with the patient symptoms, due to high out of range pacing impedance measurement greater than 2,000 ohms. The lead configuration was programmed to unipolar pacing and bipolar sensing. Subsequent rv pacing impedance measurements were noted to be in the 300-400 ohms range. Additional information was received that the patient was seen in clinic approximately three months later for programming changes to the minute ventilation (mv) feature as part of the recent advisory communication. Interrogation of the device with a programmer noted increased ra threshold measurements and ra pacing impedance measurements were noted to have increased to the 1,000 ohms range from the 400-500 ohms range on two occasions. There was no evidence of noise or oversensing on either lead. A chest x-ray was performed and noted damage to the rv lead that was suspected to be consistent with possible clavicular crush. The rv lead configuration remains programmed unipolar pacing and bipolar sensing and the ra lead configuration was programmed to unipolar sensing and pacing and the mv feature was programmed off. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired about programming options for optimization as the patient complained of being unable to get their heart rate above 95 beats per minute (bpm) while exercising and the patient was noted to be in chronic atrial fibrillation/flutter (af). Ts discussed programming options. No adverse patient effects were reported. This product remains in service. This device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that during a procedure to surgically abandon and replace the competitor rv lead 11 months later, this pacemaker was explanted due to an upgrade to a cardiac resynchronization therapy pacemaker (crt-p).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.